Event description:
It was reported that the health care professional (hcp) called for help regarding consult data post-surgical procedure. Technical services walked through sending data and it was successful. Upon review, technical services noted there was a stored signal artifact monitoring (sam) episode that correlates at the time of the surgical procedure in which there was noise that was being oversensed by the respiratory rate trend (rrt) sensor. The noise was possibly due to cautery. At this time, the implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.